Event description:
The device was later explanted for an unspecfied reason and returned to allow for reliability analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance, laboratory analysis determined that this device experienced normal battery depletion, but declared eri earlier than anticipated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. No further testing was performed.

Event description:
Boston scientific received information that during a routine device check, this device displayed approximately one year of battery life remaining. Approximately two weeks later, the device declared elective replacement time (ert). Technical services discussed possible causes. To date, no adverse patient effects were reported with this clinical observation.